Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle went through catheter during insertion with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: (1 of 2 complaints). The nurse put in the bd venflon pro safety ref 393224, and she feels resistance and pull the needle out again. Then the venflon pro safety. Like it was cut, whether this was cut during insertion or whether it was defective prior to construction. Then the doctor try to put in a bd venflon pro safety green ref 393226, and the same thing happened again. I ask them if they where pulling the needle in and out, and they did not do that!

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/8/2020. H.6. Investigation: three photos and one used sample were received by our quality team for evaluation. Upon visual inspection, needle pierced through catheter was observed from the photos and sample; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The v-shaped cut could have been resulted from the needle piercing through the catheter tubing. Needle pierce through could have occurred during the assembly process of the catheter tubing and the needle or during product application when the user attempt to reinsert the needle into the catheter after partial withdrawal. The manufacturing process was reviewed. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if needle was pierced through catheter before use. Therefore the reported defect could have happened out of the manufacturing facilities and most probably during product application. H3 other text : see h.10.

Event description:
It was reported that the needle went through catheter during insertion with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: (1 of 2 complaints). The nurse put in the bd venflon pro safety ref 393224, and she feels resistance and pull the needle out again. Then the venflon pro safety. Like it was cut, whether this was cut during insertion or whether it was defective prior to construction. Then the doctor try to put in a bd venflon pro safety green ref 393226, and the same thing happened again. I ask them if they where pulling the needle in and out, and they did not do that!